Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that chest x-ray came back after PICC placement and there was 8mm of guidewire still in the line. The line was immediately removed and another chest x-ray was done. It is stated that the guidewire was retained in the line after it was pulled. It was also reported that the patient did have blockage also. On 5/3/2019: add'l information rec'd: the reported blockage was in the patient¿s vasculature, which must have been present before placement, but was unknown to the PICC nurse. Nurse did run into blockage in patient¿s arm during PICC insertion, but no intervention was provided and a midline was placed instead.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is inconclusive as the returned sample did not provide sufficient evidence to confirm the reported event. One 5 fr dual lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The catheter was flushed vigorously, but no stylet or guidewire fragments were expelled. A non-complaint stylet was passed through both lumens of the catheter multiple times, but nothing was pushed out of either lumen. The catheter was then dissected in an attempt to locate any stylet or guidewire fragments within the catheter; however, none were found within either lumen of the catheter. Lastly, the sample was x-rayed in an attempt to locate any stylet or guidewire fragments within the catheter; however no metallic objects were found. While no stylet or guidewire fragments were returned with the catheter, possible contributing factors of the reported event include advancement/retraction against resistance, stylet kinked during manipulation, sharp instrument damage, and extension of stylet tip past the distal end of the catheter during insertion. The product IFU states: ¿no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.¿ and ¿never use excessive force to remove the stylet as it may damage the device.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [Mw5086561 rga1370865.pdf].

Event description:
It was reported that chest x-ray came back after PICC placement and there was 8mm of guidewire still in the line. The line was immediately removed and another chest x-ray was done. It is stated that the guidewire was retained in the line after it was pulled. It was also reported that the patient did have blockage also. On 5/3/19: addt'l information rec'd: the reported blockage was in the patient¿s vasculature, which must have been present before placement, but was unknown to the PICC nurse. Nurse did run into blockage in patient¿s arm during PICC insertion, but no intervention was provided and a midline was placed instead.